Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesions were not predilated. The physician placed another MFR's stent in the left anterior descending artery. Another MFR's stent was placed in the proximal diagonal artery. The physician attempted to place a 3.5x16mm liberte' stent proximally but was unable to cross the lesion. When it was removed, the stent strut was found to be bent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.